Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo any essure confirmation test.". Concomitant products included ibuprofen (motrin ib). In (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, menorrhagia, anxiety and depression outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, fatigue and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy menstrual bleeding, and severe abdominal pain, among other symptoms. Because of the requirement to undergo full hysterectomy with removal of the essure devices she has been left with serious injuries. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received. Reporter and patient demographics were added. Concomitant drug added. Updated suspect drug indication. Events vaginal bleeding, fatigue, pain, and did not undergo any essure confirmation test added. Event severe menstrual pain / dysmenorrhea (cramping) outcome updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to undergo a full hysterectomy with removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy menstrual bleeding, and severe abdominal pain, among other symptoms. Because of the requirement to undergo full hysterectomy with removal of the essure devices she has been left with serious injuries. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.